Manufacturer narrative:
Section d6a: correction. Implant date is not applicable. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 7 hours ((B)(6) 2021, 5:19 ¿ 11:16 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test failure flag was observed throughout the entirety of the log file. However, as the log file did not capture the initial activation of the alarm, the loaded and unloaded voltages of the backup battery which may relate to the alarm¿s activation were unable to be determined. No other notable events were observed. The system controller (serial number (B)(6) ) was not returned for analysis. The root cause of the reported event was unable to be determined through this analysis. Backup battery fault alarms caused by load test failure conditions are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a backup battery fault alarm. The backup battery was previously replaced on (B)(6) 2020 in clinic. A log file review was requested. The event log captured persistent backup battery faults all throughout the log. Technical services communicated to the site that if the backup battery had been replaced then a controller exchange may be warranted at this time, if it is safe for the patient.